Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 800.1 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a motor stall occurred on (B)(6) 2017 at 04:01, a motor stall recovery occurred on (B)(6) 2017 at 07:38, and a motor stall occurred on (B)(6) 2017 at 21:26. The patient had the symptoms of increased spasms, nausea, and they were constipated for a couple of days. It was confirmed that the patient did not have an MRI on (B)(6) 2017. It was stated that it appeared that they needed to replace the pump. The elective replacement indicator (eri) was at 31 months. There were no further complications reported or anticipated.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017. The actions/interventions included the patient being treated with other routes of medication and the pump was exchanged. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.